Manufacturer narrative:
Received one device. Visual inspection found melting located on the pcba (printed circuit board assembly) and wires connected to the terminal block. The unit had clear signs of fire damage. The fire was internal and looks to be started from the terminal block. Specifically it looks like the fire started where the power cord wires are connected to the pcba. This unit is beyond econimical repair over 60% of the major components need replacement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that device won't power on during testing. There was no patient involvement.